Manufacturer narrative:
The investigation into the pump not detected issue and the low pump flow issue has been completed since the original report was filed. Product was returned for evaluation. The root cause of the pump not detected is due to blood ingress in the red handle from a hole in the catheter around the 30cm mark. The failure mode will be monitored and trended.

Event description:
The complainant reported that the impella 5.5 red plug was leaking post-implant. The leaking stopped and the physician decided to hold off changing the pump. It was further reported that impella 5.5 had a defective alarm and a pump stop. The patient was then being transferred to a new facility so the automated impella controller (aic) needed to be exchanged. After exchanging the aic's and plugging in the impella, the "impella defective" alarm occurred and the impella had a pump stop at the same time. It was plugged back into the old aic but the defective alarm still occurred. Therefore, the pump was replaced.

Manufacturer narrative:
The investigation into the reported pump stop/purge leak has been completed. The root cause of the pump not detected is due to blood ingress in the red handle from a hole in the catheter around the 30cm mark. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿